Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. The patient was treated with vancomycin injection (2g, intraperitoneal, ongoing, frequency and duration were not reported), gentamicin injection (20mg, intraperitoneal, ongoing, frequency and duration were not reported) and ceftazidime injection (1g, intraperitoneal, ongoing, frequency and duration were not reported) for peritonitis. Fifteen days after the event onset, the patient was discharged from the hospital. The patient was recovered from the event. On an unreported date, "one week ago" pd therapy was discontinued. The pd catheter was removed and the patient was switched to hemodialysis (once a week). No additional information is available.